Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drugs for the event. The patient was recovered from the peritonitis. On an unreported date, dianeal therapy was withdrawn ¿during the treatment¿. No additional information is available as the reporter declined follow up.